Event description:
It was reported that the caller did not observe drops of insulin at the end of the tubing during the fill tubing step of the load sequence. The customer's blood glucose (bg) level was "high", although a specific value was not given. The customer administered a manual injection to address their bg. During troubleshooting it was discovered that the customer was not performing the air removal step while filling the cartridge, and they did not load enough insulin into the cartridge. Customer was instructed to add more insulin to cartridge insulin delivery was resumed.